Manufacturer narrative:
Product analysis: analysis confirmed customer comment that the stylus would not stay calibrated. Reseated connection between overlay and xy board. Recalibrated stylus. Reconfigured hard drive, reloaded and updated software. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was placed off center, especially on the left side of the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.